Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide, model: ust400, (B)(4) / 2016, checking your blood glucose 7, page 95. Warning: low or high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Customer was hospitalized with diabetic ketoacidosis (dka) and treated with IV insulin drip and lantus. Customer's blood glucose level reached 500 mg/dl.